Manufacturer narrative:
Section b1, g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. Analysis of the log file provided by the account confirmed transient elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured within the log file and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. It was reported that the patient had increased lactate dehydrogenase (ldh) with intermittent elevations in pump power and flow. Multiple requests for additional information were sent to the customer; however, no response was received. The patient remains ongoing on ventricular assist device (vad) support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 23oct2013. Hemolysis is listed as an adverse event that may be associated with the use heartmate ii (hmii) left ventricular assist system (lvas) and information regarding how to monitor and respond to such events can be found in the heartmate ii instructions for use (IFU). The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had continuous increased in lactate dehydrogenase (ldh) with brief increase in flow/ powers intermittently over the 3 weeks. Log file analysis capture multiple unsustained power/ flow elevations on (B)(6) 2020. Power and flow also appear to be trending upwards. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. Additional information was requested but not provided.